Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery test due to motor error alarms. Pump received with cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, broken belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to clear the alarm and was able to complete rewind. The device will be returned for analysis.